Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 5 days of wearing the adc freestyle libre sensor. Customer further reported that on the day of receiving the error, he experienced a loss of consciousness and had contact with a healthcare provider who treated him with an unspecified injection. No diabetes diagnosis was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Performed visual inspection on sensor plug assembly, no issues observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and performed sim-vivo test. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a "replace sensor" message after 5 days of wearing the adc freestyle libre sensor. Customer further reported that on the day of receiving the error, he experienced a loss of consciousness and had contact with a healthcare provider who treated him with an unspecified injection. No diabetes diagnosis was reported. There was no report of death or permanent impairment associated with this event.